Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that noise was observed. No action other than to monitor the lead was performed.

Manufacturer narrative:
A partial lead measuring 46.9cm was returned in two segments for analysis. External insulation abrasion was noted at 6.1-6.3cm from the connector, consistent with lead friction to the ICD can. External insulation abrasions were noted at 39.5-39.7cm and 40.6-40.8cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 19.9-22.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 16.5-18.7cm from the distal tip. One ring electrode cable etfe coating was abraded at this location. External insulation abrasions were noted at 39.8-40.4cm from the distal tip, consistent with lead friction to the ICD can. The ring electrode cables etfe coatings were abraded at these locations. This is consistent with the observation from the field of noise.

Event description:
New information received indicates that the lead was explanted and replaced.

Event description:
New information received indicates that the patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that lead dislodgement was also observed during a follow-up in 2016. The decision was made to follow the device remotely to ensure the dislodgement does not cause other problems. Patient was asymptomatic.